Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate atp and high voltage therapy for svt. The physician stated the device was programmed incorrectly for a patient with svt. Programming changes were made. The patient condition was stable upon discharge home.